Manufacturer narrative:
Non-invasive testing was performed on the ventilator. The ventilator passed an extended test run using the customer¿s ventilator settings and passed all alarm testing. During the ltv final test, had slight non-conformances with the peep pilot pressure test and the flow performance tests. These slight non-conformances would not result in a failure to ventilate properly. Per the customer's request, the ventilator was sent back without any repairs being completed. The event trace was downloaded for review. The date of the reported incident was (B)(6) 2015 at approximately 12:00 pm. The event trace indicates this operational period started on (B)(6) 2015 at 11:39 pm and ended on (B)(6) 2015 at 12:57 pm. The event trace indicates the ventilator issued a low pressure alarm condition 11 seconds prior to being properly powered down. This entry has no associated alarm clear entry.

Event description:
It was reported that the patient's husband found the patient had passed away while on the ventilator. The patient's trach was pulled out. The patient's husband admitted that he cannot normally hear the alarms as he wears two hearing aids. There are no allegations of ventilator malfunction causing the patient harm. It was not noted if the ventilator alarms were seen or heard when the event occurred.